Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
During an apheresis procedure, the customer noticed a leak from the acd-a bag. The procedure was stopped and the donation was lost. No medical intervention occurred as a result of this event; the donor was fine. The donor was informed by the medical director of the slight potential risk of the possibly unsterile solution. The customer is not willing to provide donor information. This report is being filed due to an allegation of safety risk.